Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2030404-2016-00059. During ablation of the right ventricular outflow tract (rvot), a cardiac tamponade occurred. Difficulties were noted maneuvering the therapy ablation catheter so an agillis introducer was used with the catheter. When maneuvering in the rvot with the ablation catheter and introducer, the patient became hypotensive and lost consciousness. An echocardiogram revealed a tamponade for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.